Manufacturer narrative:
No pt injury was reported. More info was asked regarding the reported incident. To date, no add'l info was provided. Clinical investigation is ongoing. The prisma operator's manual, chapter 4: "alarm system", warns: "the control unit may not be able to detect disconnections of the set from the pt's catheter. Carefully observe the set and all operation while using the prisma system". While a requirement exists to detect a pressure drop in the venous line, which may occur in case of needle disconnection, the pressure drop may not be enough to cause a pressure decrease to be detected by the machine, even with pressure alarms and alarm windows properly set. In fact, in case of venous needle disconnection, the pressure at the venous monitoring side may only decrease by the pressure maintained within the pt's access site. This pressure drop may be less than the machine's venous pressure alarm window. This is common to all other currently marketed chronic or intensive care dialysis machines. On november 2005, gambro dasco made a human factors evaluation study. The purpose of "human factors" study is to get a deeper understanding for the venous needle dislodgement issue from an end user perspective with respect to (I) the existing warnings on the operator's manual and (ii) evaluate any modification to ensure our message is effectively communicated to the user, including revised warnings and developing "user friendly" training material. A follow-up will be submitted with the actual implementation date and copy of training material.